Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 450 mg/dl and was addressed with multiple boluses of insulin. Tandem technical support performed a system check and found that the insulin was a possible cause of the occlusion. Reportedly, the customer was using apidra insulin.